Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient has intermittent hearing with the device. There is no report of accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient has intermittent hearing with the device. There is no report of accident or trauma and no changes in health. The recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A decision regarding explantation surgery has not been made available yet.

Event description:
Recipient has intermittent hearing with the device. There is no report of accident or trauma and no changes in health. No decision regarding re-implantation has been received.